Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument, and found serum and reagent in the reported problem area of the pipette assembly. Replaced plunger clamp, tip clamp, tip clamp sleeve and compression spring, to correct the problem. The instrument was tested without further problem, and was returned to expected operation.